Manufacturer narrative:
The cobas e 801 analytical unit serial number was(B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results from the cobas e 801 analytical unit compared to a second cobas e 801 analytical unit. Sample 1 initial result was 30.5 ng/ml, and the repeat result was 19.5 ng/ml. Sample 2 initial result was 19.0 ng/ml, and the repeat result was 9.3 ng/ml. Sample 3 initial result was 24.2 ng/ml, and the repeat result was 17.8 ng/ml.